Event description:
The pt reported experiencing elevated blood glucose of up to 300 mg/dl on the mornings of the event day in 2009 and about 2 days later. The pt bolused through the infusion device to lower blood glucose levels. The pt reported that the piston rod was blocked during extension and e7 (electronic) error was displayed. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.